Event description:
The pt reported they were diagnosed with an infection. The pt states their hcp is currently treating the infection. No symptoms or outcomes were provided. The drug in the pt's pump is unk. Add'l info has been requested, but was not available at the time of this report.